Event description:
Facility alleges guidewire from kit broke during initiation of dialysis catheter. Wire piece approx. 1-1/2" long was visualized in left subclavin by x-ray. Cut down performed to remove piece. No further medical intervention required.